Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer, she indicated that there was no spark, fire, flame or injury sustained as a result of the issue. The customer stated when she went to unplug the power cord from the wall outlet the entire thing fell apart. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However the customer stated that the housing on the power supply fell apart, which is a safety risk. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported to customer service that when she unplugged her power supply for her breast pump from the wall it crumbled in her hand. Customer indicated no injury, spark fire, flame.